Event description:
A .032 wire was removed from the patient fractured and unfurled. The physician stated he removed the wire under fluoroscopy. Additional information has been requested but not provided to assist in this investigation. Patient outcome has not been provided.

Manufacturer narrative:
Expiration date: unknown as lot # is unknown. Two wires were returned; the complaint device which is fractured and unraveled and a second wire which has a kink approximately 120cm from the distal end. There is no mention in the event description of this second wire. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. The mandril of the complaint wire is fractured and the coil wire is unraveled. Possible causes can include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The event description states that the wire was removed under fluoroscopy but does not provide any information that might help to understand the causes for the fracture and damage to the coil wire. Bench top testing has failed to duplicate this type of failure. Root cause will be listed as inconclusive. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk analysis to warrant risk mitigation activities.